Event description:
It was reported that approximately three months post filter implant, during a scheduled retrieval of an ivc filter, a venogram demonstrated that the filter was tilted approximately 80 degrees. In addition, it was reported that several limbs of the filter appeared to be penetrating the cava, however, no extravasation was noted. The retrieval was unsuccessful and the filter remains implanted. An additional retrieval attempt will be scheduled. The patient is currently asymptomatic.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.